Event description:
It was reported that the radiofrequency programmer head was returned for repair. Follow-up determined that the head was one of two returned for either a cut cable or telemetry issues (no green lights). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable had a slit in it. It was also noted that the lens was cracked. (B)(4).